Event description:
During an incident involving a patient experiencing chest pains and breathing difficulties, this unit, which was attached with monitor pads, prompted "check electrodes" serveral times. After the monitor pads were changed to defibrillator pads, the unit no longer prompted "check electrodes". The patient was transported to a hospital.